Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was fired on the sigmoid and would not open. It is unknown at what firing this occurred, but it was a green cartridge. They giggled the device off tissue but created a serosal tear at the staple line. Another device was fired proximal to the staple line; the first firing went well. The device was reloaded again for the second firing with a green cartridge and the device fired fine but would not open. They jiggled the device off. Cautery was used to control the little bit of bleeding that occurred. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged joint cover j5fj74. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The analysis found that one ec60a device (b) was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. In addition, the release button was noted detached and missing. Furthermore, the articulation feature was non functional. The device was disassembled to verify the internal components and the distal channel retainer was found broken. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw. Jammed knife, damaged release button. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 05/18/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown what firing for the first device, 2nd firing for the second device. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure?